Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported an issue with the carelink app screen was blank and does not generate report. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will continue the use of the device and will not be returned for analysis.

Manufacturer narrative:
Helpline support team reported that the patients were viewing blank home page instead of the recent upload history under carelink personal account login. "Complaint summary: helpline support team reported that the patients were viewing blank home page instead of the recent upload history under carelink personal account login. Investigation/testing summary: attempted to reproduce the issue by viewing the patient user account in carelink system application; noticed that the home page displayed as empty instead of showing the most recent upload. Verified that the issue could be reproduced. During this time, there was a temporary system interruption that occurred. This interruption was identified as the root cause for the problem. It was determined that the system outage was triggered by a significant influx of calls to the recent upload api. Consequently, the carelink devops team opted to disable the api call in response. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the underlying reason for this problem emerged from the decision to disable the recent upload api calls during the outage. This choice was made due to excessive and frequent calls from other applications, which placed substantial strain on our system. Analysis summary: the recent upload api calls have been enabled by the carelink devops team, consequently restoring the ability to view the recent upload history on the home page of the carelink personal application. The helpline support team has verified that no additional users have reported the issue and has advised to close the ticket. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.